Event description:
Nellcor puritan bennett received a call from the owner of respiratory services inc. On 04/16/1999. The owner called to report the following problem: no volume delivered with all leds on and constant single tone alarm.